Event description:
Customer reported receiving a high glucose reading (341 mg/dl) from their freestyle freedom meter and self-administered himself with 130 units of insulin. Customer reported one episode of losing consciousness and denied experiencing any symptoms prior. Paramedics were called and treated customer with orange juice. Customer was then transported to hospital. There was no report of diagnosis or treatment at the hospital, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.